Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) display screen was (noise) flickering. There was no patient harm reported.

Manufacturer narrative:
Due to character limitation in e1 for event site name, event site name - (B)(6). A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h6 (health effect ¿ clinical code), h11 corrected field - b3, e1(event site telephone)

Event description:
N/a

Manufacturer narrative:
Updated fields: b4, d8, d9, g1, h2, h3, h6 (type of investigation, investigation findings, component codes and investigation conclusions), h11. A getinge field service engineer (fse) confirmed the reported and replaced the display monitor video generator board (0040-00-0456). All functional and safety checks performed. The equipment is working well.